Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address cup loosening. Litigation papers allege, the patient's surgeon concluded that his hip implant had failed and needed to be replaced, and that he was suffering from metallosis, due to increased amounts of chromium, cobalt and toxic metals in his bloodstream.